Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/ pt contacted lifescan (lfs) alleging that her one touch ultramini meter was reading inaccurate high. The compliant was classified based on the customer care advocate (cca) documentation. On the evening of the day before (midnight), the pt reported obtaining a blood glucose reading of "198 mg/dl" with the subject meter at bedtime. The pt claimed the reading was "high" for her and therefore administered 10 units of novolog based on her sliding scale. Within mins of testing with the subject meter, the pt stated she tested with another meter and obtained a lower reading; however, the pt could not recall that result. At approximately 3:00 or 4:00am original date, after administering the insulin, the pt stated that she woke up feeling shaky and faint. At the time of the symptoms, the pt reported that she tested her blood glucose obtained a blood glucose reading of "49 mg/dl," and treated herself with food and/or drink. During troubleshooting, the cca confirmed the subject meter was set to the proper unit of measure setting (mg/dl), the pt was using the correct testing technique, and the puncture area was being cleaned properly. Replacement product were sent to the pt. The complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.